Event description:
Customer reported the insulin pump was not delivering any insulin. Customer stated her blood glucose went high to 589 mg/dl, treated with the insulin pump. Customer stated the cannula was occluded. Customer reported she assumed the issue was infusion set because the site was bleeding when she took it out. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.